Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Multi-organ failure is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be associated with poor post-operative (implant) outcomes. In many cases patients exhibit symptoms of severe multi organ failure prior to death; it may be unclear which one of the failing organs was the principal cause of death or if death was the result of the interaction of the failure of several organs. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed include the patient's unique anatomy, and related comorbities. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a vad coordinator that the patient's care was withdrawn at family's wish. The patient struggled with right ventricle failure requiring continued inotropes since initial implant on (B)(6) 2016. Pump originally implanted at lv apex, unable to close chest in this position, as the inflow cannula would become obstructed due to its position. The pump was surgically moved to the inferior wall. She then had frequent suction events and vt leading to rv strain and subsequent multi-system organ failure (msof). The patient expired on (B)(6) 2016 with evidence of msof. The pump was reportedly disposed. No autopsy was done. No more information will be provided.